Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device inside uterus') in an adult female patient who had essure (batch no. B97497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2010, gerd in 2009 and tonsillectomy. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included back pain, painful intercourse, ovarian cyst, trichiniasis, polycystic ovarian syndrome, perineal pain, dysuria, fatigue and irregular menstruation. Concomitant products included omeprazole since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm bleeding"), pelvic pain ("pelvic pain/chronic"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection/ bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (scheduled removal). At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, cystitis, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of insertion given is (B)(6) 2014 no. Of trailing coils on each side. Left- 03, right- 04 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) performed. Result not provided. Pregnancy test urine - on (B)(6) 2015: the test was negative. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, menorrhagia, dysmenorrhea, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device inside uterus') in an adult female patient who had essure (batch no. B97497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2010 and gerd in 2009. Previously administered products included for an unreported indication: albuterol. Concomitant products included omeprazole since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm bleeding"), pelvic pain ("pelvic pain/chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection/ bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (scheduled removal). At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of insertion given is (B)(6) 2014. No. Of trailing coils on each side. Left- 03, right- 04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test. Results unknown. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided. Pregnancy test urine - on an unknown date: the test was negative. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-nov-2020: mr and pfs received. Reporter information added. Patients height added. Lot number added. Rcc added. Event onset date added. Medical history added. Lab data added. Event : abnormal bleeding vaginal added. Event: migration updated to migration of essure device inside uterus added. Concomitant drug added. Event: genital hemorrhage was updated as non-serious. Essure removal was scheduled. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device inside uterus') in an adult female patient who had essure (batch no. B97497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2010 and gerd in 2009. Previously administered products included for an unreported indication: albuterol. Concomitant products included omeprazole since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm bleeding"), pelvic pain ("pelvic pain/chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection/ bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (scheduled removal). At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date of insertion given is (B)(6) 2014 no. Of trailing coils on each side left- 03, right- 04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test. Results unknown.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided.. Pregnancy test urine - on an unknown date: the test was negative. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc.fu 5 and 6 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection/ bladder disorder"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary tract disorder"). At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) performed. Result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, gen. Abnormal bleeding, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), vaginal infection and bladder infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.